Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation is described as red with scabs. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient's doctor made the recommendation to end use of the lifevest.